Event description:
It was reported this was a mitraclip procedure to functional mitral regurgitation (mr) with a grade of 4. During the preparation of the nt clip, the clip was unable to open and the back of the handle/flush port was leaking. Therefore, the device was not used and was replaced. One clip was then implanted, reducing mr to a grade of 1. It was noted when the + knob was applied on the steerable guide catheter (sgc), it was unable to hold position. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported inability to open the clip; however, clip actuation was observed as the clip jumped open with troubleshooting. The reported leak/splash was confirmed. Additionally, it was noted that the actuator mandrel was bent at the region that goes through the septum, mandrel. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. The investigation determined that the clip actuation issues associated with clip jumping, difficulty and inability opening the clip, along with the reported and observed leaks and the observed bent actuator mandrel, may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.